Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2015, an episode with noise sensing was recorded in device memories. This episode showed oversensing (at 8hz) in the atrial side.